Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which had not previously been reported with this specific serial number, although similar alarms occurred with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump while instructing the customer to continue using their current pump until the replacement arrives.